Event description:
It was reported that this left ventricular (lv) lead was explanted due to lead capture issue. A new lead was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead was explanted due to lead capture issue. A new lead was implanted. No additional adverse patient effects were reported. Additional information indicated that this lv lead exhibited lead dislodgement.